Event description:
Philips received a complaint on the v60 ventilator indicating the unit would not remain in stand-by mode. The unit enters stand-by mode for 5 seconds, then disconnects and exits the stand-by status. The system was in clinical use; there was no reported harm to patient/user. A philips remote service engineer (rse) evaluated the issue with the customer and recommended a replacement of the flow sensor assembly. A philips field service engineer (fse) confirmed the issue, the unit would enter standby but within 5 seconds would revert to normal mode. The fse was unable to provide additional information regarding the device use at the time the issue first occurred. The fse verified the unit had no occlusions blocking the gas outlet port or the air inlet port on the side of the unit. The fse determined the air/o2 sensor assembly had failed. No error code was noted in the diagnostic report log. The fse replaced the air and o2 flow sensor assembly as recommended. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.